Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently dropped the pump and stated that cartridges were no longer fitting onto the pump without applying pressure. Reportedly, the customer believed the "piston" on the pump may have been dislodged when the pump fell. Additionally, it was reported that the fill tubing step required 4 units more of insulin than normal to see insulin exit the tubing. Blood glucose was 480 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.